Event description:
Customer reported to covidien that during use the monitor froze, with the value remaining displayed on it. Customer stated that there was no alarm generated at the incident. A technician noticed and immediately replaced the unit to another device. No patient harm was reported.

Manufacturer narrative:
(B)(4).